Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not working at all. Customer's blood glucose level was unknown. Customer declined to report 24 hour technical support. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (no creased) dome switch on esc, button. Connector was inspected and unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test. (B)(4).